Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, a short battery life was found in the pump history. The pump electrical current draws were high. The pump was opened and there was moisture damage found on the printed circuit board. The pump was opened and there was moisture damage found on the printed circuit board. A short battery life was due to moisture damage. The pump case was found to be cracked.